Event description:
Nylon straps at sling attachment point, stitching came apart (straps did not tear) stitching gave way, pt slipped down, through sling, and hit head on floor. Pt rec'd laceration to back of head. One person involved and injured.